Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The samples didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. That could cause the failure mode reported. The complaint was not confirmed due to sample was tested and no alarms were activated.

Event description:
It was reported that the pump had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Additional contact info: (B)(6).

Event description:
Information was received indicating that during infusion of morphine with a smiths medical cadd medication 100 ml cassette the cadd legacy pump exhibited a no disposable attached alarm. Per reporter 1000mg was wasted and patient was without medication for several hours until a new cassette was compounded and therapy resumed. No adverse patient effects were reported.